Event description:
Per the clinic, open circuits were noted on all electrodes subsequent to the patient sustaining a head trauma. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.